Event description:
It was reported that, during convective radiofrequency water vapor thermal therapy procedure, while performing priming step, error code 275: "priming error" was displayed. Troubleshooting was attempted by turning off generator, waiting a few minutes before turning back on, and trying priming step. However, the issue persisted even when trying it with a new delivery device. The procedure had to be cancelled because backup generator requested was giving error code 480: "generator error" so neither generator worked. It was noted that the patient was under general anesthesia when procedure was aborted, and there were no reported patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. This complaint is for the first defective generator.

Event description:
It was reported that, during convective radiofrequency water vapor thermal therapy procedure, while performing priming step, error code 275: "priming error" was displayed. Troubleshooting was attempted by turning off generator, waiting a few minutes before turning back on, and trying priming step. However, the issue persisted even when trying it with a new delivery device. The procedure had to be cancelled because backup generator requested was giving error code 480: "generator error" so neither generator worked. It was noted that the patient was under general anesthesia when procedure was aborted, and there were no reported patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown. This complaint is for the first defective generator.